Manufacturer narrative:
A steris technician inspected the surgical table and determined the facility's third party service provider had replaced the override switch assembly and override switch circuit board, but that the table was not properly sealed before being placed back into service. The technician observed white spotting on the replaced parts, white streaks on the override switch guard, and missing rtv sealant at the top of the table's column. The technician applied rtv sealant and returned the table to service. Steris engineering evaluated the replaced parts and determined the cause of this event was missing sealant which allowed fluid to intrude into the override switch circuit board, causing an electrical short condition which caused the inadvertent table movement. The surgical table is not under steris service contract and is currently maintained by the user facility's third party service provider. The maintenance manual states (pp 7-2): "black rtv is used to seal around hoses and wires where they go through this clamp. If either hose or wiring needs replaced, remove clamp and split adhered area apart. When reassembling, work new rtv into crevices in this sealing area, align, and reapply clamp." Additionally, the maintenance manual states (pp 7-3): "reconnecting any previously sealed joint must include reapplication of sealant to preserve resistance to fluid intrusion from splashing. Also, all newly installed parts must be sealed as was existing part." Steris offered in-service training on proper sealing procedures for this table however the user facility declined.

Event description:
The user facility reported that during a patient procedure, a large quantity of fluid was deposited onto the table. The surgical table then began to move into a full trendelenburg and then full left tilt position without being commanded to do so. Hospital staff attempted to reposition the table, but the hand control and override switches were non-responsive. The patient was transferred to another surgical table and the procedure was successfully completed without further incident. No injuries were reported to hospital staff or patient.